Manufacturer narrative:
The device was not returned to the MFR for investigation, precluding further analysis.

Event description:
It was reported that a hosp worker was moving the pt's bed. The pt helper pole on the back of the bed slid down through the clamp and contacted the toe of the hosp worker. The hosp worker sustained an injured toe. Add'l clinical f/u with the hosp indicated that the employee was seen in the emergency room for broken skin, bleeding and damage to the nail bed. There was no report of any broken bones. It was reported that there was no further treatment and no permanent impairment or residual defect after the employee's nail had healed. The hosp stated that there was no shortage of equipment for planned pt use during the time this piece of equipment was being checked by the facility, following the reported event. The frame had not been returned to zimmer surgical based on the assessment by the facility that the clamp was found to be in working order.